Event description:
The patient experienced a cessation of neurostimulation therapy. Device interrogation revealed that all impedances were high. The lead was determined to be broken and was replaced. There was no patient injury associated with the event. The patient recovered without sequela from surgery.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable extension and lead were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.